Manufacturer narrative:
Product was sold in international market. Surgiwrap international products do not have the same indications for use as the USA surgiwrap products and therefore product code does not apply. Product was not returned to the manufacturer, therefore a definitive assessment of cause and effect can not be made. In this case, surgiwrap was removed tangentially to surgical treatment for appendicitis.

Event description:
Patient had unspecified abdominal pain 2-3 weeks after placement after a c-section. Surgical treatment revealed appendicitis. The reoperation was performed by a general surgeon who did not know that the product was used at the time of the initial surgery. The product was discovered by the general surgeon, who removed it. The patient has since recovered with no additional sequelae.